Event description:
A customer contacted baxter technical services (bts) regarding assistance with a high drain 106 alarm at the start of therapy on the homechoice machine (hc). The home patient(hp) stated she finished therapy normally and the alarm occurred when she powered on the hc. The technical service representative (tsr) advised the hp the hc will need to be swapped. The tsr assisted the hp to press stop and go to get back to start. The tsr reviewed programming. The nurse was contacted on (B)(4) 2013. The nurse stated that the home patient(hp) did not develop any adverse reactions or require any medical intervention. The nurse stated the hp did not report any further issues and they were currently performing therapy without any complications. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Correction: clarification of the initial medwatch: the high drain 106 alarm met increased intra-peritoneal volume (iipv) criteria. The reported iipv event was confirmed during the event history log review. The cause was determined to be use error, tidal total ultrafiltration removal set too low. A labeling review has been performed, finding that current labeling provides ample instructions related to the prevention of the use error in this report. This issue is being investigated through CAPA.